Manufacturer narrative:
The hill-rom tech found the brakes not holding due to the casters being worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 it is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).